Manufacturer narrative:
Additional information: the catheter tip was delivered to the right posterior mid calf 5cm caudal to the sfj. Edema and pain was reported, conservative therapy (compression hose, low salt diet and exercise) began on ((B)(6) 2019). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: five images were received for evaluation. Prescribe from medical affairs: images show evidence of approximately 40% to 50% thrombus extension onto the sapheno-popliteal junction,(spj). Base on the images received, it is unknown if glue was present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had short saphenous vein (ssv) treated with venaseal closure system. Procedure completed as per IFU. A follow-up scan confirmed partial glue in the deep system. Partial glue reported in popliteal vein.